Manufacturer narrative:
This report is submitted on march 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and irritation of the skin at magnet site, subsequently the patient was treated with a topical antibiotic (date not reported).